Event description:
It was reported that the patient was charging the ipg more often. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned due to facility policy.

Manufacturer narrative:
Exact date unknown, event occurred six months from the date manufacturer became aware of the event.